Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid." H2: correction. H6: investigation findings - correction.

Event description:
Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, it was reported by the parent that the pediatric patient experienced dizziness and syncope with painful head injury. The cgm was reading 78 mg/dl and the blood glucose was not checked. An ambulance was called. In the emergency department, the bg was 56 mg/dl and the wearable had been removed. The reporter did not remember how the hypoglycemia was treated. She was admitted and discharged the next day on a weeklong concussion protocol. At the time of the call, the patient felt dizzy. The patient uses tandem tslim in hybrid closed loop. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.